Manufacturer narrative:
The complainant in (B)(6) did not return the product nor share extensive clinical information or diagnostic imaging. The root cause of the aortic regurgitation could not be determined. The failure mode will be monitored and trended.

Event description:
A patient was admitted to a community hospital in (B)(6), though as the patient condition deteriorated the patient was transferred to a tertiary hospital. Upon transfer, the patient had the iabp (intra-aortic balloon pump) and pcps (percutaneous cardiopulmonary support) escalated to the placement of an impella. The impella 2.5 replaced the iabp. The impella supported the patient for 8 days. After removal of the impella the team observed aortic regurgitation. The patient was too ill to have the valve repaired or replaced. The echo revealed the valve leaflets to have prolapsed.